Event description:
The following was reported to hamilton medical ag: customer had event happen while ventilating patient between april 8 and april 9th , 2024. Described as: "rt was initially on a fixed tidal volume setting of 12mls, and increased this to 20mls due to no chest rise. After that did not work, this therapist switched to pcv and used peak pressures of 30cmh20. This also did not provide adequate chest rise. When she switched to a manual resuscitator, she used pressures of peak pressures of 20 and was able to get chest rise." No health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only.  Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer had event happen while ventilating patient between (B)(6). , 2024. Described as: "rt was initially on a fixed tidal volume setting of 12mls, and increased this to 20mls due to no chest rise. After that did not work, this therapist switched to pcv and used peak pressures of 30cmh20. This also did not provide adequate chest rise. When she switched to a manual resuscitator, she used pressures of peak pressures of 20 and was able to get chest rise." No health consequences or impact